Manufacturer narrative:
(B)(4). Additional information: the actual device was not received for evaluation; however, a companion sample was returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test, clear passage test, clamp function test and device-device interaction tests was done with no issues noted. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final bag disconnected from the final line of the cassette resulting in a leak. The patient was connected to the device at the time of the disconnection for fill one of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy. The patient was advised to complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.